Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly logged users out during a procedure. Customer reported a delay of 10 to 15 minutes. The nature of the procedure was not disclosed. The name of the required medication was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and could not identify the unexpected log out events the customer reported. The technical support specialist reported that the station had pending system updates. The technical support specialist applied updates and rebooted station. The technical support specialist applied knowledge article 00008656 - multiple stations are slow to respond during login. Customer confirmed station is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly logged users out during a procedure. Customer reported a delay of 10 to 15 minutes. The nature of the procedure was not disclosed. The name of the required medication was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-mar-2021 to 10- mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was driver failure and pending updates. The issue has been resolved by applying a station troubleshooter and rebooted the station along with processed all the updates. It was also confirmed that the sleep station mode was set as never. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly logged users out during a procedure. Customer reported a delay of 10 to 15 minutes. The nature of the procedure was not disclosed. The name of the required medication was not disclosed. There were no adverse events or injuries reported based on this incident.